Event description:
It was reported that a cartridge alarm occurred during insulin delivery.the customer reverted to manual injections for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.